Event description:
The customer reported that the system had an interlock failure and shut down. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ps2 power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.